Event description:
The customer reported that erroneous glucose (gluc) or creatine kinase-mb isoenzyme (ck-mb) results were generated on a synchron lx20 clinical chemistry system for two patients over two days. This report is one of two and represents the erroneous gluc result generated on a synchron lx20 clinical chemistry system for one patient on (B)(6) 2011. The initial gluc result was not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on the same instrument, the gluc result was higher, and regarded as valid and reported out of the laboratory. No assay quality control issues were noted during the timeframe of this event. No sample collection/handling information or additional system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found the wick was dry on the cap piercer causing modular chemistry (mc) and cartridge chemistry (cc) crane motion errors. This affected the mc (gluc analyte) and cc (ck analyte) sides of the instrument. A clot was found on the wick as well. Mdrs associated with this event: 2050012-2011-05207; 2050012-2011-05208.